Event description:
It was reported that the water sprayed out from the leaking balloon after 5 mls of water was injected into the balloon of the catheter. A second catheter was used successfully. No pt injury reported. Pt current condition reported as fine. This product is sold in the us as (B)(4).

Manufacturer narrative:
Qn#(B)(4). The device sample was not received by the manufacturer at the time of this report.